Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test at 4.0 pounds due to faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to compromised force sensor system alarm. The pump had a scratched display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 285 mg/dl. The customer stated that the pump alarmed while priming. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.